Manufacturer narrative:
Supplemental report 01: MDR (B)(4). Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6000325 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 6000325 was packaging according to the wi version 43, in the multivac m07, on 18/mar/2023, with a total of (B)(4) units. Assembly cannula: the lot 3c03025 was assembled according to wi version 35 on-line inspection for assembly flex set on 15/mar/2023 in line 2, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 20/may/2025 against malfunction code dd-pmc02.01 leakage from infusion site (specific cause not identified) and lot 6000325 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an events of leakage of cannula on (B)(6) 2024. The issues occurred with ten infusion sets and site was legs and flanks. The blood glucose level of the patient was 400 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 10.